Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 6 of 12 mdrs filed for the same patient (reference 1825034-2013-01425/ 01436). The revision procedure that took place on (B)(6) 2009 was reported on medwatch numbers 1825034-2010-00588 and 00589.

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient underwent a radical debridement on (B)(6) 2007 where all components were removed and another total hip was implanted on (B)(6) 2007. An additional revision procedure occurred on (B)(6) 2008 to remove and replace components and place antibiotic beads. Two subsequent revision procedures took place on (B)(6) 2009 and (B)(6) 2009 due to infection.

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient underwent a debridement procedure on (B)(6) 2007 where all components were removed and replaced with cement spacers and another total hip was implanted on (B)(6) 2007. A revision procedure occurred on (B)(6) 2008 to remove and replace components and place antibiotic beads. Two subsequent revision procedures took place on (B)(6) 2009 and (B)(6) 2009 due to infection. Additional information received reports a subsequent revision procedure occurred on (B)(6) 2011 due to infection. The cup and head were removed and replaced with biomet product.